Event description:
It was reported to philips that the system c-arm movement was not possible when moving the source image distance (sid). The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment. The procedure was completed by restarting the system. The philips field service engineer (fse) visited onsite and confirmed that the c arm movement was unavailable. Review of system log files found geometry malfunction. Upon troubleshooting actions, fse identified that the amc drive was defective. The cause of the force sensor could not be conclusively determined by the supplier's part analysis, however the replacement of the amc triple servo drive, force sensor, lower amc triple serve drive and performing calibrations by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.